Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient, age, gender & weight not provided for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 357.377; synthes lot # 5359623; release to warehouse date: 12 jan 2007; (B)(4); no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head broke off of coupling screw during insertion of a helical blade into a patient during a left trochanteric fixation nail (tfn) procedure on (B)(6) 2018. This caused a delay in the surgical procedure of five to ten (5-10) minutes but ultimately did not effect the outcome. The blade had to be removed and reinserted with another helical blade inserter and coupling screw. While using the helical blade inserter it fell apart. The surgery was completed using another helical blade inserter. The patient was stable after the surgery. Concomitant devices reported: unk - nails: tfn (part # unknown, lot # unknown, qty # unknown); unk - nail head elem: tfn helical blade (part # unknown, lot # unknown, qty # unknown). This complaint involves two (2) devices. (B)(4).

Manufacturer narrative:
Product investigation was completed. As per the technique guide, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Relevant drawings for the returned instrument were examined. The outer diameter of device shaft adjacent to the fracture was measured to 6.13mm be which is within the specification of 6.1mm +/- 0.1 per 357_377_1 revision f measured using mitutoyo caliper. The complaint condition was unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review report, non- conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.